Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. Date of event: information unknown/not provided. Serial number: information unknown/not provided. Catalog number: a complete catalog number is unknown, as product serial number was not provided. Unique identifier (UDI) number: a complete UDI number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. If implanted, give date: unknown/not provided. It is unknown if the lens was implanted. If explanted, give date: unknown/not provided. It is unknown if the lens was implanted; therefore, it is unknown if explanted. There is no indication that the device is available and is going to be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The account reported one of the haptics was missing on a pre-loaded intraocular lens (iol). No further information was provided.